Manufacturer narrative:
Two microsensors were returned and evaluated by the supplier. The supplier also performed a review of quality records. That review found that both instruments met all manufacturing and quality testing/inspection specifications. The review of sensor sn (B)(4) found that the device was received in two sections. The catheter material in internal wires were broken (stretched) 5.5 cm from the sensor case, and the internal wires were exposed. Based on the condition as received, no functional testing was possible. Based on their review of the devices, the supplier determined the cause of failure to be mishandling of the catheter in both cases. This however could not be confirmed. No further investigation or corrective action is anticipated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Per an email received from the customer: it was reported to me that this product broke in a patient¿s skull which made the unit feel as though it was defective. They then attempted to place a new one in the patient¿s skull and encountered the same issue. I asked them to save the packaging and they also gave me the lot numbers: cngcrv and cnnbbo. On 12/23/2014 additional information obtained. What is the condition of the patient? Patient was in critical condition-hydrocephalus. Was there any harm to the patient? No harm to patient was there a delay in surgery greater than 30 minutes? No it was a planned event, based on the scan from that morning. What is the patient¿s gender- m, (B)(6), date of birth (B)(6) 1955 (or age at the time of the event), and initials (B)(6). Who is the surgeon in this reported event? Dr. (B)(6). What was the date of the event? We have a date of (B)(6) 2014 in the email, but we can¿t confirm that this was the date the event occurred. What is the serial number of the device related to this reported event? I turned the damaged supplies to central supplies (crystal).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.